Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient sees two moons with the right eye. Additional information has been received from the consumer ad stated that, the patient vision mistakes have not been corrected yet and impacts the physical and mental health.

Manufacturer narrative:
The product was not returned. The lens remained implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remained implanted. The product history records could not be reviewed because the lot and serial number was not provided. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It was communicated to the customer that company cannot provide any advice or opinion. The customer was advised to discuss any questions with their surgeon. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).